Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue.

Manufacturer narrative:
Date of submission 02-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: on investigation, the pump powered on with a dim, faded, discolored display screen. Investigation duplicated the complaint.